Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the needle got stuck during the removal of infusion set after three days. The patient underwent surgery to remove the needle. Patient's blood glucose level was normal. No further information available.